Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (60 mg/dl). Reportedly, the customer believed the cause for low bg levels was due to the pump settings. Customer ate food to address low bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.